Event description:
It was reported that the patient's right ventricular lead had an insulation breach confirmed via x-ray imaging. Externalized conductors were noted. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.